Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 10.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set leakage event on 30-oct-2024 and was hospitalized on (B)(6) 2024 for few hours due to high blood glucose levels. The leakage was in the tubing. The infusion set was in use for few hours. The blood glucose level was 570 mg/dl and the patient was treated with correction injection via mdi. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.